Event description:
Buretrol device was leaking. Four different devices on four seperate pts with the same lot number leaked. No harm to pt, but devices had to be replaced. All devices with the same lot number removed from stock.